Event description:
On (B)(6) 2013, the patient contacted animas stating as a result of a communication error alarm emitted by the pump, he was not checking his bg values and had experienced blood glucose (bg) values in the range of 50mg/dl to 400mg/dl. The patient reportedly had symptoms of shakiness and hunger for the low bg and felt confusion for the high bg. It was noted that the patient accidentally gave himself a bolus causing the low and treated his low bg via oral carbohydrates. The patient reportedly treated the high bg via the pump. It was noted that the patient would not bolus via the pump during the times the pump emitted several alarms. Customer support (cs) reviewed the pump history with the patient and there was no indication of cancelled boluses or a delivery issue with the pump. The reported high bg noted above is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the patient experiencing a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was not checking his bg values, was not bolusing appropriately and was not responding to alarms appropriately.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: daily insulin delivery totals appear inconsistent due to an unrelated time and date issue. There were no rf related issues observed in the pump histories. The meter was not returned with the pump for investigation. The pump powered on normally and successfully paired with a test meter. Boluses were executed using the test meter with no errors occurring. The pump passed rf testing. The pump was exercised for 29 hours and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.